Event description:
It was reported that at a regular follow-up appointment, an increased shock impedance measurement was noted from this right ventricular (rv) lead. Boston scientific technical services was contacted and confirmed that the shock impedance measurement had been steadily increasing, up to 150 ohms. It was recommended to perform isometrics and diagnostic imaging to exclude lead impairment, as well as a potential 1.1j or 41j shock delivery. At this time, the rv lead remains implanted and no adverse patient consequences were reported.

Event description:
It was reported that at a regular follow-up appointment, an increased shock impedance measurement was noted from this right ventricular (rv) lead. Boston scientific technical services was contacted and confirmed that the shock impedance measurement had been steadily increasing, up to 150 ohms. It was recommended to perform isometrics and diagnostic imaging to exclude lead impairment, as well as a potential 1.1j or 41j shock delivery. At this time, the rv lead remains implanted and no adverse patient consequences were reported. Additional information was received which indicated the physician elected to continue remotely monitoring the impedances on latitude. It was noted if the impedances rise to 175 ohms, defibrillation threshold (dft) testing will be performed. At this time, the rv lead remains implanted and no adverse patient consequences were reported.